Event description:
The pt now has a functioning left arm av fistula so the cuff catheter could be removed. In 02/2001 the catheter was removed. When it came out it was noted that the tip was missing. Fluoroscopy showed the tip to be lodged in the pulmonary artery. It was removed by interventional radiology.